Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference manufacturer reports: 1627487-2011-01433, 1627487-2011-01434 and 1627487-2011-01435. The patient received her scs system, including an ipg, surgical lead, and two anchors, on (B)(6) 2011. It was reported that the patient developed an infection at the lead insertion site. The physician explanted the patient's system on (B)(6) 2011. It was reported that a culture was taken, but the results are undetermined. The patient was treated with intravenous antibiotics. No further patient complications were reported. The explanted devices were discarded by the facility; therefore, they will not be returned to the manufacturer.